Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The blood glucose reading was 460mg/dl. The caller stated that the customer's insulin pump alarmed motor error several times during prime. Troubleshooting was performed. The drive support disk appears normal. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.